Manufacturer narrative:
(B)(4). The complaint device was not returned for evaluation. Data was not provided for review. The reported events cannot be confirmed. A root cause cannot be determined. Diabetes mellitus is known cause of diabetic ketoacidosis (dka).

Event description:
Patient contacted dexcom technical support on 08/18/2015 to report that the receiver displayed a firmware error on (B)(6) 2015. Patient spoke with her doctor and was advised to go to the hospital, as a precaution, to receive care for her diabetes due to the cgm device not functioning properly. Patient went to the hospital per her doctor's advice on (B)(6) 2015 and during the visit experienced a diabetic ketoacidosis (dka) event. Patient reported she was going to be transferred to another hospital due to a gastroparesis flare up. Patient mentioned that tests were performed were not dexcom related. She reported her current blood glucose value as 242 mg/dl, patient stated that she is taking reglan, which is unrelated to dexcom device. As of (B)(6) 2015 patient is still in hospital. At the time of contact, the patient was feeling fine. No additional event information was provided.